Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a permanent out of range signal on (B)(6) 2015. No injuries or medical intervention were reported at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log confirmed the reported event of an intermittent out of range signal. Additionally, the transmitter ((B)(4)lot number 5194679), being used with the complaint receiver device was returned for evaluation. Functional testing was performed and the test failed, also confirming the reported event, the root cause was determined to be a defective transmitter.